Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the keyboard and labels were functional and intact but the front housing was cracked. Evidence of the customer's reported problem was identified in the pump event history log. Furthermore, the customer's reported problem regarding error 1871 was verified by simulated use testing. The motor was activated and the device went into error 1871 and battery depleted. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the motor and circuit board were replaced and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error 1871". No patient involvement was reported.